Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, nausea, dizziness, headache, insomnia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dizziness, headache, insomnia and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, nausea, dizziness, headache, insomnia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dizziness, headache, insomnia and nausea to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, cervix inflammation, paratubal cyst, polymenorrhoea and menorrhagia. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dizziness ("dizziness"), headache ("headaches"), insomnia ("insomnia"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (device removal/vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, nausea, dizziness, headache, insomnia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dizziness, headache, insomnia and nausea to be related to essure. The reporter commented: discrepancy noted in removal details : as per mr (B)(6)2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information , other relevant history added.rcc added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.